Event description:
It was reported that during an unknown laparoscopic procedure, the device loaded with an ecr60g could not be removed from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the reload cartridge fall into the patient?---no. Was the reload removed from the patient? ---n/a. How was the reload removed from the patient? ---n/a. Did the device cut? ---yes. Did the device staple? ---yes. The event occurred after firing and the jaw did not clamp the tissue. The device was removed from the patient with a trocar.

Manufacturer narrative:
(B)(4).upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.